Manufacturer narrative:
One 120404f catheter without any attached components was returned for evaluation. The reported issue that the catheter tip was detached was not confirmed. As received, a kink was observed on catheter body at 5 mm proximal from the tip. When the balloon was inflated, the distal windings slipped at the catheter tip. Although the distal windings slipped at the catheter tip, the balloon inflated and remained inflated. There was no visible damage or inconsistency observed from the proximal windings. This event is no longer considered reportable and a corrected supplemental report is being submitted.

Event description:
It was reported that before use during the inflation test, the tip of this fogarty catheter was detached when the balloon was inflated. There were no patient complications reported.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. The full UDI number is not available, as the lot number is unknown. The primary device identifier (di) number was provided.